Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the patient had hemolysis due to poor position (deep). Medical staff was unable to reposition correctly.

Manufacturer narrative:
E1 added initial reporter phone as it was omitted from the initial report that was submitted. G2 added selection as it was omitted from the initial report that was submitted. H6 added medical device problem code since the initial repot was submitted.

Manufacturer narrative:
The cause of the hemolysis was most likely due to pump was not in the proper position since clinical team confirmed pump was deep and unable to reposition to correct position. The cause of positioning issue was unknown. The cause of the device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. The pump passed all the post sterile inspection checks.